Event description:
It has been reported that during a patient use event, the device properly delivered two shocks to the patient, then the device turned off and was not able to be turned back on. The customer is reporting the device gave the "low battery" indication but was not chirping before the patient use event. The patient did not survive.

Manufacturer narrative:
(B)(4).